Event description:
The user facility reported that a system 1e lid was leaking. The lid seal deflated, and water leaked out from the lid onto the countertop and spilled onto the floor. The water supply was turned off immediately, and the spill was cleaned up by the user facility. The user facility was unable to confirm if the cycle subject of this event was a processing or diagnostic cycle. No injuries were reported. No procedural delays or cancellations were reported.

Manufacturer narrative:
A steris field service technician arrived on site, and did not observe any water on the floor. The technician inspected the unit, and found that the unit was draining slowly. The technician was unable to determine if the drain hose was submerged in the stand-pipe drain. The technician shortened the drain hose to provide an air gap, facilitating more productive drainage flow. The technician inspected the float block, and found the pressure required to actuate the component was at the high end of the specification. The technician adjusted the ck1 check valve according to the factory adjustment procedure. The cause of the leak was due to an out of adjustment ck1 check valve, which governs the flow of air into the unit during draining. This air flow provides positive pressure which facilitates actuation of the float block. Upon deflation of the seal, liquid could potentially leak from the unit. The drain hose was shortened to provide direct drainage with greater air gap for more productive drainage flow. The unit was tested, found to be operational and returned to service.